Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via submitted log file analysis. Submitted log files captured driveline comm fault alarms on (B)(6) 2025 at 08:55:09 due to com b fault flags. The driveline comm fault alarm remained active for the remainder of the data capture. No other notable events were captured, and the pump was found to be operating as intended at the expected speed. Available information provided that exchanging the modular cable and system controller resolved the driveline communication faults, although the same troubleshooting was performed in september and the alarms returned. The system controller serial number (B)(6) was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault, clock not set, pump off, and no external power alarms, the actions to take if the issue does not resolve. The heartmate 3 lvas IFU section 2 -- ¿system operations¿ and the heartmate 3 patient handbook section 2 -- ¿how your heart pump works¿ explain the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault alarm twice in (B)(6) 2025 which required a system controller and modular cable exchange. The alarm reoccurred on (B)(6) 2025. Log files were sent for review. The event log file recorded a driveline comm fault at on (B)(6) 2025 at 08:54:59. Motor function was not affected by this event. The system controller and modular cable were exchanged again. The alarms resolved after the exchanges.

Manufacturer narrative:
This report was created to cover the driveline communication faults previously reported under manufacturer report (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.